Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle broke during perineal suture. The needle was unable to remove, so the patient was given an x-ray film instead. Eventually, the needle took out completely.